Event description:
Pt had mandible plate placed approximately two years go. Sales rep stated the plate had "eroded through the pt's skin." Sales rep noted that pt has gone through some radiation in the past two years. Plate was removed and nothing put in to replace as healing had already occured.